Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA (510k) #: k101880.

Event description:
It was reported that patient developed severe pain 1 week after implant placement. Implant removed and area grafted. Additional appointments / implant re-placement: not indicated. As a result of the event no injury to the patient was reported. Symptoms as a result of the event: pain. Tooth location not reported.

Manufacturer narrative:
One tapered screw vent (tsvtwb13) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and some bone debris on the external threads. Product was measured and matched to the DHR print description. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was none. The reported device was located on unknown tooth site and was used for approximately 2 weeks. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot number (1240985) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (1240985) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.